Event description:
This lv lead was implanted on (B)(6) 2002 and is still in active implant. A call was made to technical services on 6/13/2014 stating that there was a high threshold issue on the rv lead. An email was received from the field on 6/25/2014 stating that it was the lv lead that was having chronic high thresholds. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).